Event description:
On february 27, 2023, senseonics was made aware of an incident where the user experienced two hypoglycemia events with no alert asserted by the system due to system inaccuracy.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.